Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available no further investigation required.

Event description:
Material no: 305110, batch no: unknown. It was reported that during use of the bd precisionglide¿ needle customer was unable to extract insulin from the vial. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported the needle was not allowing him to extract any insulin from the vial.